Manufacturer narrative:
(B)(4). Update - on (B)(6) 2012, the patient was hospitalized for peritonitis and low hemoglobin and during the hospitalization the patient had blood transfusion. On (B)(6) 2012, the patient was discharged from hospital. On (B)(6) 2012, the pd therapy was withdrawn due to retention. On an unreported date, the patient began treatment with cefazolin 1gm and ceftazidime (doses, frequencies, and routes of administration not reported) for peritonitis. On an unreported date, the patient did not wear a mask which caused break in aseptic technique that lead to peritonitis.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of peritonitis in a patient. No further information is available. The outcome of this peritonitis event is unknown.